Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The monoblock controller battery and the interconnect cable were replaced. The system was tested and operates as intended.

Event description:
The customer reported a generator error message on the 8800 system. No patient injury was reported.